Event description:
It was reported the pt had more volume than expected during a refill session. The pt experienced unspecified underdose symptoms. The drugs in the pump were bupivacaine, dilaudid, clonidine, and sufenta. No concentration or dose were reported. Add'l info noted diagnostic studies were performed, but no results were provided. No outcome was reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.